Event description:
It was reported that the right atrial (ra) lead had possibly fractured, the right ventricular (rv) lead exhibited high pacing thresholds, and the left ventricular (lv) lead was causing phrenic nerve stimulation. All leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4968-25 lead (x2), implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.